Event description:
Patient had surgery in 1994. The hardware used was removed in 1997. The patient had fever and numbness. Doctor told pt they had a reaction. Prescribed antibiotics and later revised patient is contacting surgeon to have to pt records released depuy spine for review. However at this time the records have not been released.